Event description:
It was reported that the insulin pump alarmed no delivery during bolus and then it alarmed a motor error. The customer stated that their blood glucose was high and it was caused by a dislodged infusion set. The insulin set came had came out of their back and the customer had not realized it. The customer does not use the sensor feature. They were able to rewind the device. The customer was not at home and did not have syringes to treat for the high blood glucose. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.